Manufacturer narrative:
The investigation reviewed the qc recovery; the qc recovery was within -2 standard deviations (sd) and is within specifications. There was no indication of a performance issue with the reagent. The field applications specialist inspected the event and determined that the event was caused by the customer's manual ordering of the patient sample with a completed troponin t stat result; the customer also accidentally ran the patient sample and was unaware that there was an assigned dilution. The customer was advised to rerun the patient sample and a correct result was obtained. The investigation determined the event was due to the customer's product handling (manually ordered the sample with dilution when assay should not be run with a dilution).

Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is (B)(6). The troponin t stat assay orders were reviewed and the customer confirmed that they have a separate sample ID number for all troponin t stat assay orders. The customer reviewed the test order for the reported patient sample ID and noted that it should only have had a comprehensive test with no troponin t stat order and the troponin t stat order should have been on another sample ID number. The customer stated that they believed the troponin t stat was manually ordered for the reported patient sample and that a dilution of 1:10 was ordered by mistake. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t g5 stat result from one patient sample tested on the cobas 6000 e601 module. The questionable result was not reported outside of the laboratory. The reporter stated that they did not intentionally run a dilution, but the result showed a ratio of 10. The initial result was deemed high prompting the rerun of the patient sample. The initial result from the other module was 36.46 ng /l. The first repeat result from the module was 94.85 ng /l. The second repeat result from the other module was 35.47 ng/l. The third repeat result from the other module was 34.77 ng/l. The result of 36 ng/l was deemed correct.